Manufacturer narrative:
The device was returned for analysis. The reported ¿sutures did not come when the plunger was removed¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the proglide plunger was removed in step 3, the suture did not come for three devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 10f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery via a 7f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a proglide suture was preplaced successfully. Three other proglide devices were deployed; however, when the plunger was removed in step 3, the sutures did not come out for all three devices. The sheath was upsized to 18f and the aaa procedure was completed. A non-abbott device was used to achieve hemostasis; however, it was noted via contralateral imaging, that bleeding continued. A covered stent was used to achieve hemostasis. There was no reported clinically significant delay in the procedure. A posterior foot break with the foot not returned was found during evaluation of the returned device. The location of the detached foot is unknown. (Previously filed under MFR#2024168-2023-05549-00.) No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the proglide plunger was removed in step 3, the suture did not come for three devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 10f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.